Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are only getting 2 days out of the implanted neurostimulators battery. Patient stated they think the ins battery is failing on the implant itself. Patient has reached out to the manufacturer representative (rep) but they have not heard back. Reviewed ins battery longevity and suggested that pt have the programming checked. Agent is sending a message to the local field representative about patient call. The patient was redirected to their healthcare provider to further address the issue.